Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited white foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material was unable to be identified. However, the foreign material may have been unremoved because the device was not reprocessed properly due to leak caused by wear of the scope cover (s-cover). The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.